Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite. The display assembly was replaced and the unit was tested following manufacturer procedures. The unit ran for an hour and had no issues. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device screen went blank on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.